Event description:
The lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini is giving inaccurate high readings. This medical affairs specialist contacted the patient to obtained/clarify more information. At 5:30pm, the patient obtained a "67 mg/dl" on the reported meter. The patient ate pasta for dinner and was asymptomatic at the time of concern. At 9:30pm the patient obtained a reading "400 mg/dl" and took 10 units humalog insulin. Since the patient's sliding scale ended at "300 mg/dl," the patient added an extra 1 unit of insulin based on his own discretion. The patient stated that he did not eat because his blood glucose was relatively high. The patient did not have any symptoms at the time of concern. The next day, at 2am, the patient woke up feeling symptoms that he described to be a prelude to a hypoglycemic episode. The patient went to kitchen and drank 1/2 carton of orange juice. After laying down on the bed, the patient allegedly passed out. The patient regained conscious at 2:30am and reportedly felt fine thereafter. In the morning at 6am, the patient obtained a blood glucose reading of "336 mg/dl." The patient felt that the morning reading correlated with the way he was feeling. The patient's lantus insulin was recently increased from 28 units to 30 units. The patient's sliding scale insulin and testing frequency has not changed. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique was incorrect, the puncture was corrected appropriately, and the reported meter reading was confirmed in the meter's memory. This complaint is being reported because the patient claimed he passed out after dosing insulin based on the meter reading of 400 mg/dl. Replacement products were went to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.